Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Device evaluation: the veritas console has not yet been evaluated. Therefore, a failure analysis of the complaint device could not be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following a demonstration of the phaco veritas vision system a patient showed a corneal burn in the left eye in the days following the surgery. A suture was performed during a new surgical procedure in the operating room. The patients condition has resolved without any further damage. Not further details has been provided.